Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having pain and discomfort at the ipg site. The patient underwent a revision procedure and was reportedly doing well postoperatively.